Event description:
It was reported that the attachment was having difficulty jump drill and vibration. No patient complications have been reported as a result of this event. Additional information was received stating that detached bearings were found during evaluation.

Manufacturer narrative:
H3: product analysis :evaluation determined that customer allegation of burr is wobbly and jump drill is confirmed. The likely cause of failure is due to detached bearing. It was also noted that the laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.